Event description:
During surgery, the surgeon tightened the set screw however it could not be fixed tight enough to the rod, thus he tried to tighten a few times however it was not successful. Another set screw was used without problem.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.